Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that 15 blunt knives were noticed during surgeries. Replacement product was obtained in order to complete the procedures. There was no impact to any patient but a 5 minute delay. Additional information has been requested. This is one of two reports being filed for the same event. This report is for the 15 knives.